Event description:
Healthcare professional reported "suspected alcl, swelling¿. This is for an unknown side device. Pathological markers were not reported. The device remains implanted.

Manufacturer narrative:
Article citation: (2023, september 21). Https://www.pharmnews.com/news/articleview.html?idxno=231080. The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected and edema.